Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnosis equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery is scheduled in 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.

Event description:
Na